Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the foreign debris was found protruding from the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. According to the inspection result by local service department, it could be confirmed that transparent fibrous foreign material was coming out of the nozzle. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that lint from towel or gauze which was used at the facility entered the air/water channel, and the user inadequately reprocessed the subject device. This might have made nozzle clog. According to the past similar case at the user facility, fiber which entered from outside of the device presumably clogged the device. According to the past similar case at other facility, lint from cloths used at facility and users inadequate reprocessing were thought to be probable causes. According to the inspection result, the foreign material was not derived from device but attributed to user handling. IFU specifies reprocessing method to prevent the nozzle from clogging. The user might have deviated from IFU instruction. Origin of the foreign material could not be identified.